Manufacturer narrative:
Device received with scrambled and partial display due to cracked zebra connector on the lcd board. Unable to perform self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, displacement test, displacement accuracy test or verify unresponsive buttons due to display anomaly. Device received with corroded battery tube, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 293 to 304 mg/dl at the time of the call. The customer was given intravenous fluids to treat the low, and used the pump and manual injections for the current high. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported that their insulin pump screen had no numbers, jumped back and forth, was streaking up and down, and was going blank. The pump buttons were not responding and the screen was flashing black and white. The insulin pump will be returned for analysis.